Manufacturer narrative:
Results: the consumer declined to return a sample for evaluation. A review of the device history and sterility records revealed no irregularities during the manufacture of the reported lot # 6011643. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. However, CAPA (B)(4) was initiated on 8/16/2016 to investigate excessive silicone and it is currently in the investigation phase. (B)(4).

Event description:
It was reported that the mother of a diabetic patient expressed air from approximately 10 bd ultra-fine insulin syringe, 3/10cc, 31g x 8mm and liquid came out of the needles. The consumer stated that she called the police to her home and was advised to go to the hospital. She took her son to the hospital for blood work and other tests to determine what the liquid may have been. No other information was given and the initial reported declined to provide her name, contact information, or to return sample for evaluation. It is unknown if the syringes in question were actually used on the patient.